Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a craniotomy to treat cerebral hemorrhage, the drill blade broke during the operation, resulting in a 10-minute procedure delay. It was reported that the procedure was completed using a replacement product. At the time of report, there was no known impact to a patient. Additional details regarding intervention and patient impact is being followed up from the facility. Additional information was received stating that there was no patient or staff impact.

Manufacturer narrative:
H3: product analysis: evaluation of the device determined that tool was broken about 3/4 down the fluted portion. The likely cause of failure might be fracture face and location indicate that the tool was used as a prying device while inside a footed attachment. It was also noted that there was surface discoloration and fracture face in both tools is rough and parallel to the stem. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.